Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) event with the respiratory rate trend (rrt) sensor set to the right ventricular (rv) lead only. Technical services (ts) reviewed and found the right atrial (ra) lead exhibited high out of range pacing impedance that was greater than 3000 ohms for the past year. There was also oversensing of noisy signals on the presenting electrogram (egm). The sam programming senses both leads even though the device is programmed to rv sensing only, so the sam event can be expected. The programming changes were discussed with the clinic. This ICD and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) event with the respiratory rate trend (rrt) sensor set to the right ventricular (rv) lead only. Technical services (ts) reviewed and found the right atrial (ra) lead exhibited high out of range pacing impedance that was greater than 3000 ohms for the past year. There was also oversensing of noisy signals on the presenting electrogram (egm). The sam programming senses both leads even though the device is programmed to rv sensing only, so the sam event can be expected. The programming changes were discussed with the clinic. This ICD and leads remain in service. No adverse patient effects were reported.